Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg location was causing discomfort. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference and was relocated. The patient was reportedly doing well postoperatively.